Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that while testing, the device does not respond to touchscreen commands. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. A manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the user interface assembly to resolve the reported touchscreen issue. The device passed the required performance verification tests per philips standards and was returned to service.